Manufacturer narrative:
(B)(4). This is a report for a user error. Per the report, the patient was in initial drain and connected however there was no fluid in the patient line. Patient stated she just primed the machine again while connected. This cannot be confirmed in the lab due to a lack of sample. The root cause is determined to be user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding the home patient (hp) wanting to re-prime the machine while connected, which occurred on the homechoice (hc) during use during the initial drain. The hp said she did not start over using new supplies, she just connected and primed the machine again, and there was no fluid in the patient line. The baxter technical service representative (tsr) explained she had to end the therapy and start over using new supplies. There was patient involvement at the time of this reported problem, but no medical intervention necessary. Writer spoke with the rn. She stated that she was aware of the situation and that the hp was doing fine at this time. The writer asked if the hp knew proper procedure, and the rn states "yes." No injuries/infections had occurred as a result of this.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a device/service history review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.